Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a2, a4: patient information is not available h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that five of the six screws were misplaced. The screws placed on the right side (l4, l5, and s1) were reported to be 5 mm lateral and the 2 screws placed on the left side (l4 and l5) were reported to be 5 mm medial. The surgeon re-directed screws and proceeded with case. There was no patient harm and the procedure was delayed an hour or longer.